Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during implant attempt, two different leads were unable to be successfully used due to continued involvement of a dissection the patient had experienced months earlier during another lead implant attempt, and/or diaphragmatic stimulation in the only target vessel remaining. The leads were not used and the attempt was abandoned. No further patient complications have been reported as a result of this event.